Manufacturer narrative:
Continuation of concomitant: 419378 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the evening after the device changeout, the patient returned to the hospital with a pocket hematoma. The pocket was surgically evacuated and closed. The device remains in use. No further patient complications have been reported as a result of this event.